Event description:
Another co's breast implants: 2/75 1st implant with four following with dates unknown. Last surgery: 8/88 with this co's mammary implant. Problems: kidney pain, infections about every two weeks. Fatigue, headaches, all over muscle pain, burning skin, scratchy, burny itchy eyes. Pulmonary problem. Drs suspect lupus or other connective tissue disease. Weakness and pain all the time especially in arms.